Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient fainted and was taken to the emergency room (ER). It was also reported that the atrial lead had oversensing and the ventricular lead had a fracture. Reprogramming was completed and the atrial lead remains in use. The ventricular lead was explanted and replaced. No further patient complications were reported as a result of this event.